Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited a slow rise in thresholds to high values. The rv lead was noted to have scar tissue on the tip. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.